Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her device stopped working and it had been a while. The patient reported that it wouldn¿t charge or respond in any way. The patient reported that the little box in her back was causing more pain than her original problem was. The patient asked about how she should go about getting the device removed. No further complications were reported.